Manufacturer narrative:
The actual device was not returned for evaluation, however pictures were provided. The root cause is determined to be an isolated incident from this lot, where the abs plastic tube moved down the brass poles. It is a manufacturing error for not having a tight enough fit. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "during a cardiovascular surgery on (B)(6) 2025, while using a disposable cautery device, aa05 (#0923z), the tube protecting the metal part slipped off on its own and touched the electrified part, causing it to burn. Since the tube is not supposed to move, the doctor judged it to be defective and stopped using it immediately. An another aa05 (#0923z) was used instead, and it was worked without any issues."